Manufacturer narrative:
54e product dried on cover arm shaft, cover arm, rotor, rollers tube guide, motor mount plate and frop detector. 81 low battery. Pump will be set up with a #52 bag set 900ml of osmolite will be hung. Delivery set rate will be placed at 100ml/hr. Pump will be ran for six hours. Pump delivered within specifications. Complaint of 31 was not confirmed. No specific delivery related information from customer, except 900ml was delivered. Technician performed 6 hour test with a standard delivery rate of 100ml/hr, with osmolite.

Event description:
The pt was being fed with a pump. An unknown amount of enteral feeding solution was hung, and the pump was set to deliver at an unknown rate. 900 ml were delivered over an unknown period of time. The pt was aspirated (fluid withdrawn from the stomach). There was no illness, injury or medical intervention resulting from the event. One pt involved.